Event description:
It was reported that during a remote follow up, loss of capture, r-wave amplitude variation, and low pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.